Event description:
The following incident was received. A male received an amplatzer device to close an atrial septal defect (asd) in 2008. The procedure was successful. As reported by the patient, two weeks later an arrhythmia and atrial flutter was evident. The arrhythmia is currently being treated with medication. If the medication does not help, the arrhythmia a cardioversion may be performed. Additional information has been requested, including the implanting physician's contact information and hospital information, but has not yet been received. Should additional information become available, a supplemental report will be filed.